Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-25092. It was reported the pt is experiencing ineffective stimulation and pain at the ipg site. It was also reported that pt stopped using the scs system four months ago due to inadequate pain relief. The pt declined to meet with a sjm rep for programming. The pt met with the physician regarding the pain at the ipg site and will meet with a neurologist for the ineffective stimulation. The pt does not plan to address the issues at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.